Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was severely scratched and battery compartment was damaged. Customer's blood glucose was not reported. Insulin pump would be replaced.